Event description:
Dual chamber pacemaker. Interrogation found malfunctioning leads (atrial and ventricular) high impedance and inability to pace/capture. Patient taken to operating room. New leads (atrial and ventricular) implanted. Old pacemaker attached to new leads. Interrogation of device found high lead impedance and inability to pace/capture. Device removed again. All 4 leads checked through separate analyzer. All 4 leads found to have acceptable impedances and pacing/capturing. New device impedances and pacing/capturing. New device implanted using old leads. Interrogation of the new device with old leads found acceptable impedances and pacing/captureing. New atrial and ventricular leads removed.